Manufacturer narrative:
(B)(4).

Event description:
The pt had been "having problems" on and off for about 9 months. In (B)(6) 2011, the pt experienced withdrawal with symptoms of intractable nausea and vomiting and severe pain in the left arm and face. The pump programming was confirmed to be correct. A dye study was performed and no problem was found. The pump was not alarming. On (B)(6) 2011, a catheter dye study was performed and activity was seen in the pump immediately after injection but after 12 hours, none was seen in epidural space. There was determined to be a pump malfunction. The pump was replaced. The pt outcome was reported as "serious life threatening injury/illness-recovered without sequela". The device system was used to deliver morphine (20 mg/ml, 9.661 mg/day) and bupivacaine (2 mg/ml, 0.9661 mg/day).